Event description:
Mother of canadian home pt reports pt "disconnected herself midtreatment, and drained into bed." Baxter technician assisted mother and pt in ending treatment early. No further details provided by baxter complaint coordinator. No pt injury or medical intervention reported by baxter affiliate.